Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, the probable cause of e216 is damage caused by moisture. It was not possible to determine the cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Leak was found during the manual portion of the scope washing at the biopsy port and marked with tape. It was manual disinfected with cidex.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had white residue in the auxiliary channel and displayed an e216 error code (scope communication error code). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct b5.